Event description:
It was reported that the patient expired of an unknown cause. It was stated that the patient died from "unrelated causes" to the implanted device. The medication being delivered via the device system was not reported.